Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision rt tha due to pain, periprosthetic fx, multiple dislocations, and malrotated femoral stem. Revision of femoral stem and acetabular poly exchange. The hip capsule was deficient posteriorly and a clear yellow effusion was evacuated. Cup in good position, femoral stem subsided and rotated, but solidly implanted requiring a greater trochanteric osteotomy and fixation¿ bone quality good. Leg lengths demonstrated half inch short prior to the procedure. Acetabulum looked okay, but fresh poly placed as the pt had at least 2 different dislocations. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: cat#00877504002 bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14 lot#2939328. Cat# 00875705601 shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners lot#64004825. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00096.

Event description:
It was reported the patient underwent a right total hip arthroplasty. Subsequently, patient was revised approximately 2.5 years later due to pain, recurrent dislocations, post periprosthetic fracture, and limb length discrepancy of ½ inch (short). Intraoperatively, a subsided and malrotated femoral component was encountered. Attempts have been made and additional information on the reported event is unavailable at this time.